Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance performing an infusion set and cartridge change on an ilet system using a 23-inch teflon 6 mm inset infusion set, after which insulin delivery was resumed without issues; a blood glucose reading of 217 mg/dl was noted shortly after eating while the system was adapting. Symptoms included no reported clinical symptoms associated with the elevated glucose. Outcomes included no alerts or alarms and no need for medical intervention or hospitalization. Investigation included remote troubleshooting and user education on cartridge and infusion set replacement. Investigation of this case revealed no device malfunction, with hyperglycemia assessed as cause unclear and temporally associated with postprandial physiology during ilet learning. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.